Event description:
On (B)(6) 2014, the reporter contacted animas, alleging a casing/condition (damaged cap w/ moisture) issue. The reporter alleged that the battery cap was damaged and had not been replaced in seven to twelve months. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
The device has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.